Manufacturer narrative:
Medtronic received the following information from a journal article entitled; use of 3d printing to guide creation of fenestrations in physician-modified stent- grafts for treatment of thoracoabdominal aortic disease tong y h , yu t, zhou m j, liu c, zhou m,jiang q, liu, j c, li q x <(>&<)> liu z. Journal of endovascular therapy 2020, vol. 27(3) 385¿ 393 https://doi.org/10.1177%2f1526602820917960. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non-mdt stent grafts were implanted in the endovascular treatment of thoracoabdominal aortic diseases in 34 patients. All stent grafts were physician modified using fenestration techniques. The following malfunctions were observed; unknown endoleak the following adverse events were observed; rupture, cerebral infraction, dissection a patient death was reported but there is no causal link that the endurant stent graft caused or contributed to this death.